Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd intravenous catheter 24g angiocath experienced foreign matter contamination. The following information was provided by the initial reporter: we received angiocath 24 ga, with a foreign body inside the package. D1: medical device brand name: bd intravenous catheter 24g angiocath. D4: catalog#: 38833614. D4: medical device lot#: 2145937. D4: medical device expiration date: 31-may-2027. H4: device manufacture date: 06-jun-2022. D10: device available for eval? Yes. D10: returned to manufacturer on: 04-jan-2023. Investigation summary: bd received a 24 gauge angiocath device from lot: 2145937 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of foreign matter (fm) present inside of the packaging. The fm was identified to piece a loose strand of hair. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process. A review of the device history record was completed for catalog: 38833614, lot: b2145937. This lot was reviewed regarding the tests of ¿foreign matter¿ were not evidenced records that could lead to claimed defect.

Event description:
It was reported that the bd intravenous catheter 24g angiocath experienced foreign matter contamination. The following information was provided by the initial reporter: we received angiocath 24 ga, with a foreign body inside the package.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified angiocath catheter experienced foreign matter contamination. The following information was provided by the initial reporter: we received angiocath 24 ga, with a foreign body inside the package.